Manufacturer narrative:
After further review of additional information received the following sections d1, d4, g3, g6, h2, h4, h6 and h9 have been updated accordingly. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided h6: corrected: health effect - clinical code, component code, type of investigation, investigation findings, and investigation conclusions.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 4.1 years post initial right side tka, the 59 y/o male patient had a revision due to extensive synovitis was noted, and oxidative wear both on the medial and lateral aspect of the polyethylene. Patient had a poly exchange. There was no breakage of the device or surgical delay prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation. No other patient information/medical history reported.